Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii xenon light source was presenting an e103 error message during a diagnostic procedure. According to the initial reporter, the procedure was completed without any patient harm by restarting the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. E103 indicates lamp light failure which occurred by temporal ignition error. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿always use the examination lamp designated below. To order a new examination lamp, contact olympus. ¿ xenon lamp maj-1817. Follow the instruction ¿chapter 6 lamp replacement¿ to replace the lamp.¿ olympus will continue to monitor field performance for this device.